Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011 one 3.5x23 xience v stent was implanted in the proximal left anterior descending (lad) coronary artery. On (B)(6) 2015 the patient had unstable angina with chest pain and chest tightness. Coronary angiography was performed on (B)(6) 2015. Percutaneous transluminal coronary angioplasty was performed on (B)(6) 2015 in the proximal lad. The condition resolved on (B)(6) 2015 and the patient was discharged from the hospital. No additional information was provided.